Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states patient was revised to address instability. There is no new information at this time that would change the current MDR decision. Clinical information and comorbidities will be added to complaint. Medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient had pain, swelling, and instability before the dor. Patient did sustain a fall in (B)(6) 2015. Diagnostic imaging indicated no findings (loosening, osteolysis, or malpositioning). The patient indicated the patella was grinding, locking, and shifting. The patella wasn't revised on (B)(6) 2016. Depuy cement was used during the primary. All products are now being reported.